Event description:
Insulin syringe packaged by accusure u-100 29 g 1/2" 1/2 cc are packaged in packs of ten labeled accusure u-100 29 g 1/2" (1cc) ndc 006c3-6998-21. The indivdual syringe label is correct.